Event description:
The customer contacted beckman coulter inc. To report erroneous low platelet (plt) result (41 x10^3 cells/l) without instrument generated flags for platelet parameter generated on the unicel dxh 800 coulter cellular analysis system. The erroneous results were reported out of the laboratory; however, no death, injury, or affect to patient treatment was associated with this event. The customer did not provide manual differential results and did not state that the differential results were incorrect. The customer performed a manual smear review and the plt count appeared to be 'adequate' (normal) but clumped. The original count was reported, but a corrected report stating the platelets were 'adequate' but clumped was generated and sent out. The specimen was collected in a 5cc vacutainer tube and stored at room temperature and sampled within 3.5 - 4 hours of collection. The instrument is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before and after the event and recovered within assay ranges. Service was not dispatched for this event.

Manufacturer narrative:
The root cause is unknown, however, it may be sample related. Platelet clumps were seen on the manual smear review, platelet clumps are a known interfering substance. Other text: service was not dispatched.